Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely some external force was applied to the distal end leading to peeling of the adhesive. In addition, since the subject product was manufactured on july 29, 2015 and about 5 years and 5 months have passed, it is possible to have been affected by aging deterioration. This issue is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The referenced scope was returned to the service center. The evaluation found the adhesive on the distal end forceps cover peeled off due to a shock caused by impact. Additionally, the instrument channel was leaking. The asset scope was repaired to standard specifications and returned to the stock. The repair history was reviewed, the scope was last serviced/inspected (no problem found) on (B)(6) 2020. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection on a returned asset, the adhesive from the evis exera ii ultrasound gastro-videoscope 's forceps cover at the distal end was found peeled off. There was no report of any problems associated with the device and no report of patient injury or harm.